Event description:
Customer stated that a field service engineer (fse) was exposed to a sink that exploded while he was pouring used water from a sonicator down the drain. This sink is shared with an il acl elite pro and an olympus (beckman coulter) analyzer. The fse was not injured in the explosion, however, he was examined in the emergency room for chemical exposure from the used waste water he was pouring down the drain splashing onto his face.

Manufacturer narrative:
The sink is also used to empty waste from acl elite pro and olympus analyzers. An environmental company was sent all the waste shared by this sink. They determined that it was the sodium azide from reagents that caused the explosion. Both the acl elite pro and the olympus analyzer use reagents that contain sodium azide in their formulations. According to the il asds, the waste solution should be separated from acids and heavy metals because of risk for explosion. The kit hazard classification (excerpt): "do not empty into drains". Special requirements: keep away from acids (sodium azide reacts strongly) and away from contamination with heavy metals. Sodium azide has been reported to form lead or copper azide in laboratory plumbing which may explode on percussions. Do not empty into drains. Based on the review and good laboratory practices, the product labeling is correct, with no remedial action required.